Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had skin irritation over the implant site in december 2014. The patient has a thick skin fla, which was thinned down during the implantation surgery. Additionally, the patient experienced a vertigo episode and complained about muffled sound and "lisping" when listening to speech, which could be resolved by changing the fitting parameters. Additional information received on (B)(6) 2015 states that the patient hears static sounds and complains about strange noises when turning the head to the right. Diagnostic imaging shows proper placement of the electrode, while the implant housing was found to have moved from the bed. Revision surgery has been scheduled by the clinic.